Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. High power visual examination identified a hole in the right atrial (ra) and right ventricular (rv) set screw seal plugs. Next, the pacing and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the rv channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Set screw seal plugs are designed to permit set screw wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Manufacturer narrative:
Corrected input manufacturer narrative: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. High power visual examination identified a hole in the right atrial (ra) and right ventricular (rv) setscrew seal plugs. Next, the pacing and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the rv channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Laboratory testing was unable to reproduce the reported clinical observations of loss of capture and elevated rv impedance measurements. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to these reported clinical observations.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable pacemaker exhibited loss of right ventricular (rv) capture with no asystole, and rv impedance measurements of greater than 3000 ohms. A surgical revision was performed to reposition the rv lead. Then when the lead was connected to the device, impedance measurements of greater than 3000 ohms and noise were noted. The lead was tested via the pacing system analyzer (psa) with normal measurements. The lead was connected to the device again with impedance measurements of greater than 3000 ohms. A lead to header connection issue was noted. The device was therefore explanted and replaced. No additional adverse patient effects were reported.